Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. In addition, it was reported that the customer experienced ongoing blood glucose levels in the 200 mg/dl range. Customer alleged there was an "issue with the pump". Customer reverted to an alternate pump to address bg levels. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin delivery issue could not be verified.